Event description:
It was reported that the patient received inappropriate therapy for an atrial tachycardia with rapid ventricular response. Programming changes were recommended. No further information is available.

Manufacturer narrative:
No medwatch form was received.